Event description:
It was reported that during normal follow up, externalized conductors were observed. Patient was asymptomatic and no electrical anomalies were found. Lead to be explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.